Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(4), batch: 7166566.

Event description:
It was reported that the patient sent to ER (emergency room) due to procedural pain and soreness. It was also stated that the patient was experiencing fever. The physician stated that the fever was unrelated to the trial. The patient had pain medication and patient underwent a lead pull. The explanted leads were discarded by the medical facility and will not be returned.